Event description:
Adverse event(s): "patient impact is unk" (no information). Product problem(s): "cautery not working" (coagulation in device or device ingredient). The nurse reported the cautery was not working during surgery. The nurse switched out the cords and tips without success. Another system was used for cautery. The system was used for the rest of the cases. There was a delay of 10-15 minutes. The nurse could not say if there was any patient impact. Additional information requested from the surgeon on patient status.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The cpc connector and latch seal were replaced and disposed of. The system was then tested and met all product specifications. (B)(4).